Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), implanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of lioresal at 100 mcg/day via an implantable pump. On (B)(6) 2021, it was reported that the patient experienced a "loss of lcr", clarified to be cerebrospinal fluid (csf) loss, through the catheter insertion wound on (B)(6) 2021. The patient reportedly had drainage/incisional wound opening at the catheter track. It was noted that the patient's medical history of intrathecal pressure might have led or contributed to the issue. The hcp performed "rx", clarified to be radiological images, and no catheter migration was observed. The patient was admitted to the hospital for a surgical revision was performed on (B)(6) 2021. It was clarified that the revision was a surgical review to observe the location and status of the catheter. It was observed that the catheter was correctly placed and in perfect condition. A purse-string or "jareta" suture was performed. No more loss of csf was observed. The catheter and the pump were left implanted and were working properly. It was reported that the patient's status at the time of the event was "alive-no injury".